Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with exair mesh. Later the patient experienced urethral obstruction, incomplete voiding and self catheterization. A surgical excision of the mesh with a small piece removed for urethral obstruction was performed.